Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm. The customer stated that the alarm occurred during a bolus and that the buttons were not working properly. The customer's blood glucose was 103 mg/dl. The customer was unable to clear the button error alarm. The customer stated that he replaced the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on lcd window, cracked case at display window corners, and cracked reservoir tube lip.